Manufacturer narrative:
Additional information was added to h6 and h11: the actual device was not available; however, a photographs of the sample were provided for evaluation. Visual inspection of the photographs showed a leak from the access post-pump pod. The reported condition was verified. The cause of the condition was determined to be a to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure sensor of a prismflex m100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.